Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that it was used the procedure of immediate load.

Event description:
The clinician reported that eight months after the dental implant and abutment were placed, non-osseointegration was verified. Patient presented with an insufficient quality of type ii bone. The implant will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that eight months after the dental implant and abutment were placed, non-osseointegration was verified. Patient presented with an insufficient quality of type ii bone. The implant will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.